Manufacturer narrative:
The reported event was potentially caused by a stuck needle valve. However, the issue could not be duplicated and no cause found. H3 other text: the reported event was potentially caused by a stuck needle valve. However, the issue could not be duplicated and no cause found.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement.

Event description:
The hospital reported a malfunction causing an over delivery of pressure in the patient circuit. There was no report of patient involvement.